Manufacturer narrative:
Event date is approximate. Concomitant medical products: product ID: 3889-28, lot# va1p9ny, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va1p9ny, (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient who was implanted with an imp lantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient complained of lack of improvement. Troubleshooting included reprogramming. It was reported that a revision occurred, and the lead was replaced. No further complications were reported.